Manufacturer narrative:
Concomitant products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative reported that the patient had an infection at the battery pocket site and the system was explanted. There were no external factors that led to the issue and no diagnostics were performed. The issue was resolved at the time of the report. The patient was to have another system implanted on (B)(6) 2016 but it was canceled and rescheduled for (B)(6) 2016. The indications for use were chronic low back pain and spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.